Event description:
Our affiliate is reporting that when attempting to use the rigidfix system, the surgeon inserted the sleeve and trocar of the rigidfix system into the knee to create the implant tunnel. The trocar heated and the guide sleeve melted on the trocar, causing the mating components to become inseparable. To complete the case, the surgeon used another cross pin kit. The surgery was extended for over one hour, not only to repeat several steps, but also because, the facility did not have a back-up set of implants. The surgeon had to wait for a new set of implants to arrive from their warehouse before he could proceed to finish the case. Otherwise, there was no reported consequence to the patient.

Manufacturer narrative:
The complaint device is not being returned, therefore, it is unavailable for a physical evaluation. Furthermore, no lot number was supplied which precludes conducting a build history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what may have caused the user to experience the reported event. Historically, however, this type of failure has been attributed to a user technique issue. One hypothesis is that upon entrance to the guide sleeve channels of the rigidfix guide frame, the surgeon may have created a burr, causing the material of the guide sleeve to become abraded, gall, and assemble on the trocar. This case resulted in a procedure time extension for over one hour, therefore, a report is being filed to document this event. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.